Event description:
Boston scientific received information that this patient presented to the hospital for a non device related surgery. The patient experienced chest pains before surgery, and the device was interrogated. Upon interrogation, it was found that the device had not been interrogated since implant and the patient was lost to follow up since the implant of the device in 2003. Upon interrogation, it was noted that this right atrial (ra) lead displayed a pacing impedance of greater than 2500 ohms, and had recorded 2500 ohms on all stored daily measurements. It was also noted that there was no capture by the atrial lead. No noise was noted or could be reproduced, and no issues were noted on the ventricular lead. As the patient had limited pacing in the atrium and sensing measurements were still adequate, the physician determined that no remedial action was needed at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that a lead revision was performed due to the issues on this right atrial lead. It was believed that the ongoing high pacing impedance and capture issues were due to a possible lead fracture noted under fluoroscopy. The lead was surgically abandoned and replaced with a new right atrial lead, which is now being used with the chronic pacemaker. No adverse patient effects other than the additional procedure were reported.